Event description:
It was reported band was explanted due to the device eroded into the pt's stomach. There were no other patient consequence reported.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.